Manufacturer narrative:
H6: product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5). As found condition: the pipeline flex braid and the phenom 27 were returned inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid and catheter. Visual inspection/damage location details: the distal, middle, and proximal of the braid were found fully opened and frayed. The middle of the braid was fully opened and no damage. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip with no issues. Conclusion: based on the returned device, the customer complaint was not confirmed as the middle of the braid was fully opened and no damage. However, the distal and proximal ends of the braid were fully opened and frayed. The cause of failure to open and damaged braid could not be determined. Possible cause of damaged braid includes resheathing the braid more than recommended two times. The customer report of "resistance during delivery" was also not confirmed as the pushwire was not returned. In addition, no issues were found with the returned catheter. The cause of resistance could not be determined. Possible cause of resistance includes lack of continuous flush with heparinized saline during delivery. Customer reported that vessel tortuosity was moderate. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that resistance occurred in the distal section. It was noted that the distal end of the catheter was slightly kinked and the pipeline had frayed edges. The middle section of the pipeline failed to open and the device was placed in a vessel bend. Resheathing was tired to open the pipeline.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance with the phenom. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left posterior communicating artery with a max diameter of 6.9 mm and a 4.52 mm neck diameter. The landing zone was 3.9 mm distally and 4.9 mm proximally. The accessed vessel was the femoral artery with a diameter of 9mm. It was noted the patient's vessel tortuosity was moderate. The patient's past medical history includes grade 3 hypertension. Dual antiplatelet treatment was administered. The pru level was iia. The angiographic result post procedure showed immediate post-operative retention. It was reported that the cavernous sinus segment of the case was very curved, and there was a large diameter difference between the distal and proximal ends of the artery, making it difficult to deploy and unable to open at the corners. It was repeated several times, but the opening and wall adhesion were not good. The third recovery found that the stent was frizzy and the stent microcatheter also felt some resistance, so the smaller stent 475-20 was replaced, and the stent microcatheter was also replaced. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a r esult of this event. Ancillary devices include coils.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 225191605); product type: ; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.